Event description:
The customer reported that drug leaks, plungers and syringes not locked properly.

Manufacturer narrative:
The returned samples was requested but hasn't been received till now, the lot number of this event was received, the DHR of this lot was reviewed without any issues. The retained samples of the lot was tested and the samples met the specification. The root cause can't detected currently, no action will be taken currently, a supplemental report will be submitted if further information received.